Event description:
It was further reported that shaft separation of both devices occurred at the hub of the non-bsc guide catheter.

Event description:
Same case as:MDR#2134265-2014-06268. It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A calcified diffuse lesion was noted between distal rca and proximal rca. Predilation was performed prior to stenting. A non-bsc stent was advanced; however, the device failed to cross the lesion. A non-bsc guide catheter was used to resolve the issue; however, the non-bsc stent was still unable to cross the lesion. A 16x3.5mm promus premier¿ stent was selected; however, the device failed to cross the lesion. It was noted that the stent was deformed. A 12x3.5mm promus premier¿ stent was then selected; however the device could not cross the lesion. It was noted that the stent was deformed inside the non-bsc guide catheter. The proximal edge of the guide catheter was found to turn up towards the inner lumen. A 3.0mm promus premier¿ stent was successfully deployed in the distal rca using a new non-bsc guide catheter. Subsequently, two more unspecified size promus premier¿ stent were deployed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The tip outer diameter was measured and is within specification. The stent struts were misaligned and bunched together exposing the stent crimp marks on the balloon material. This type of damage is consistent with the stent meeting resistance during the removal of the device from the guide catheter. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. The distal section of the shaft polymer extrusion was severely kinked distal to the bi component bond. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The hypotube was broken 41cm distal to the strain relief and several kinks were identified along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).